Manufacturer narrative:
Pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is cracked around the pump casing and pieces of the pump have been chipped off. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked at the reservoir compartment and the reservoir does not fit into the compartment correctly. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.